Event description:
It was reported by the customer that when using the bd pyxis¿ es server patient for surgery was not shown up in all machines and messages were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient for surgery was not shown up in all machines and messages were not crossing. A technical support specialist (tss) reviewed the provided example, ran a patient query, and was unable to locate the patient in the database. Verified that carefusion coordination engine (cce) services were running, no queues were backed up, and system resources were within normal limits. Confirmed admit discharge transfer connectivity in tcp comm monitor and identified multiple messages crossing to es, where the patient was found active with multiple orders. Attempted to contact customer without success and documented findings with screenshots in electronic protected health information. Advised creating a temporary profile as the patient did not appear in pyxis. No further updates were received, and the case was closed with instructions to open a new ticket if the issue reoccurs. The system functioned as intended after the technical support specialist investigated the device.